Event description:
Cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer or respond to magnet application. The device had, earlier, reported an extremely low shocking lead impedance.